Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during an unknown procedure. According to the complainant, the device was defective. The procedure was completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).